Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
While attempting to monitor a patient with chest pain, the device would not power up. Complainant indicated that the clinician obtained another device to monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.